Event description:
The filter was implanted infrarenal with the proximal end of the filter above l3. The filter moved 2-3 com to the lower aspect of l3 with some tilting to the right side. This was discovered during the placement of a central line in the pt . The pt is currently asymptomatic.